Manufacturer narrative:
The patient states he experienced post-operative pain, dissatisfaction with cosmetic results, and post-operative curvature. These are known side effects of the penuma implant. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists penile curvature as an anticipated adverse event. A review of all complaints from 2014 to 2023 found that post-operative pain occurred 23 times, for a rate of 0.495% ((B)(4) units sold). A review of all complaints from 2014 to 2023 found that dissatisfaction with cosmetic results occurred 14 times, for a rate of 0.301% ((B)(4) units sold). A review of all complaints from 2014 to 2023 found that post-operative curvature occurred 11 times, for a rate of 0.237% ((B)(4) units sold). These values are within the acceptable risk. Imd will continue to monitor these failure modes for future occurrences.

Event description:
Events were discovered when an article was published by insider on 03/14/2023. N, a six-foot-seven male, received the penuma implant in 2021 and states it was the 'worst mistake of his life', n stated that he experienced post-operative pain, an 'unnatural feel', and curvature.